Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ (lal+, sn (B)(6) was explanted from their left eye due to change in refractive targets during adjustment period from distance to near. Rxsight's first awareness of the event was on 07/29/2024.

Manufacturer narrative:
The explanted lens was returned. The lens was noted to have been cut into two pieces. Visual inspection was completed. No device problem found. No additional evaluation could be performed due to the condition of the lens.